Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door was locked. A field service engineer (fse) powered down the station and let it sit for five minutes before manually restarting it. Upon reboot, the fse unlocked the remote manager, intentionally causing a fault which was then successfully recovered. To ensure functionality, the remote manager was cycled multiple times and verified through inventory operations. The fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door was locked. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.